Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified the weight of the device within specification, a deformation, brown particles on the shell, and bubbles. Cloudy color in the gel and voids were observed after autoclave disinfection cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported seroma and "focal chronic inflammation and fibrosis" on left side. The device has been explanted.